Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2006. During post operative monitoring and testing, pain, swelling and elevated metal ion levels were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6). It was reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges pain, swelling, implant popping and grinding. During post operative monitoring and testing, elevated metal ion levels, trochanteric edema and gluteal tendinopathy were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges pain, swelling, implant popping and grinding. During post operative monitoring and testing, elevated metal ion levels, trochanteric edema and gluteal tendonopathy were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information reports the presence armd within acceptable post-operative appearances.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03022).